Event description:
This device was returned with oos documentation from biotronik representative pace. Per oos, this system was removed due to a mrsa infection. The lead tips were removed and sent to the hospital pathology department. Lumax 340 hf-t, MDR 1028232-2009-00105. Kentrox rv 65 steroid, MDR 1028232-2009-00106. Selox jt 53, MDR 1028232-2009-00107. Corox otw 75-up steroid, MDR 1028232-2009-00108.